Manufacturer narrative:
The customer reported that the device was manually cleaned and disinfected using a wassenburg automated endoscopic reprocessor before it was returned to olympus. During visual examination at olympus, the following issues were found: the distal end adhesive was lifting; the bending section cover adhesive was lifting; and the insertion tube orientation was out of alignment. During functional testing, the bending angles for the down and right directions did not meet with specifications. In addition, the up/down knob had excess play. Finally, the bending angle return brake did not meet with specifications. Based on the results of the investigation a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that when cleaning the colonovideoscope during manual wash, the brush couldn't pass. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No patient involvement reported.